Event description:
Two days after placement of the device, the patient returned to the hospital with a groin infection. The groin abscess needed to be evacuated in surgery. Post-op notes indicate the angioseal as the source of infection. The patient had to undergo antibiotic treatment and it delayed surgery by three weeks.